Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels and their insulin pump. The father states the customer received battery out limit alarm and was not able to clear it. The customer's blood glucose level at the time was 422mg/dl. The customer treated with manual injection. The customer states the buttons are unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.